Event description:
The hcp reported that in 2004, the pt developed onset of infection. The symptoms were fever and redness. The pt was treated with IV antibiotics. A culture was not obtained. The primary location of the infection is unknown. The infection has resolved. The pt has a risk factor of urinary tract infections. The device was not returned for analysis.